Manufacturer narrative:
Added customer's address. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Since the sample was not provided for evaluation the failure mode could not been confirmed, a picture of the detachment was provided by the customer but is not possible determine if could be related with something of the assembly process like the lack of cyclohexanone. The root cause could not be identified. This complaint will be closed with no further action; if sample is received later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the tubing disconnects from the set.